Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low and elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high" and "low," however, specific bg values were not provided. Reportedly, customer consumed carbohydrates to address low bg levels. Additionally, correction boluses via the pump were delivered to address elevated bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.